Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative evaluated the ventilator and determined that the settings on the unit were incorrect and the unit was auto cycling due to the pressure limit being exceeded. The patient circuit calibration was maxed out at 48.5 cmh2o. It was explained to the customer that the pressure needs to be set for 39-41 cm h2o per instructions of the vent. The unit was tested at normal settings and it is running per specifications. (B)(4).

Event description:
The customer stated that unit was on a patient and malfunctioned. The details of what malfunctioned on the ventilator was not provided in the initial report. The unit is still able to be powered on. It is unknown if there was any harm to the patient but the patient was switched to a different ventilator.